Event description:
According to the reporter, intra-operatively, four needles popped off their suture threads in the middle of the surgery. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: smm-5536, smm-5536 maxon* 4-0 clr 45cm p13 x36, (lot # d6d3602fy); smm-5536, smm-5536 maxon* 4-0 clr 45cm p13 x36, (lot # d6d3602fy); smm-5536, smm-5536 maxon* 4-0 clr 45cm p13 x36, (lot # d6d3602fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.